Manufacturer narrative:
B3: unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would not recognize a cassette. There has been no report of patient involvement.

Manufacturer narrative:
B5 : there was unknown patient involved. D9 - date returned to mfg: 12/5/2024. One device was returned for analysis. Visual inspection found a fractured syringe port. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a shattered piece from the syringe port fell and got stuck, prevented the syringe from sitting properly and causing the pump to fail to recognize the cartridge. As a result, the rear housing board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.